Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to charge batteries) has been confirmed. Upon investigation the battery charger/modem was unable to recharge a battery. The cause for the failure was isolated to a shorted q1 current-controlling transistor on the bedside pca. The root cause for the shorted q1 transistor could not be positively identified. Device evaluation of battery sn (B)(4) has been completed. The reported problem (unable to charge) has been confirmed. Upon investigation the battery was unable to power on a monitor or charge. The cause for the failure was isolated to a depleted tri-cell (0.00v). The root cause of the depleted cell was unable to be positively identified. No adverse event resulted from the defective battery charger/modem or battery pack. Device manufacture date: sn (B)(4): 06/17/2016. Sn (B)(4): 03/12/2014.

Event description:
A us distributor reported that a patient's battery charger was unable to charge a battery pack. Additionally, the patient's battery pack was unable to charge with the replacement battery charger.